Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.3 mmol/l and 2.1 mmol/l compared to readings of 6.5 mmol/l and 7.4 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection of the returned sensor patch identified no anomalies. A watermark was observed at the base of the sensor tail, indicating proper insertion. Data was extracted using approved software and extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A slot was milled into the sensor housing to facilitate source measurement unit (smu) testing of the sensor electronics and evaluate potential glucose measurement issues. Following the milling process, the sensor was no longer scannable. An extended investigation was performed. Visual inspection of the returned sensor identified no anomalies. The sensor was de-cased and mounted in an fr4 test fixture for functionality testing. The sensor was not scannable during testing. Apply pressure to the application-specific integrated circuit (asic) revealed slight movement of the component. Further functionality testing could not be completed because the sensor was damaged during the milling process, preventing additional evaluation of device performance. Therefore, issue is unable to test. In addition, the DHR (device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 (cause not established) were selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.3 mmol/l and 2.1 mmol/l compared to readings of 6.5 mmol/l and 7.4 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.